Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: was the user burned by the battery? If yes, what degree was the burn? If yes, how was the burn treated? When the device failed to fire (no staples were deployed), was any part of the target tissue cut? If yes, was the cut line complete?

Event description:
It was reported that during a lobectomy procedure, when firing for the second time on parenchyma with a gold reload, the device failed to fire (no staples were deployed). Since the surgeon was unsure of the knife position, he decided to leave the device inside the patient and open a second device to complete the transection. Once this was successfully completed, the surgeon and the specimen released. The surgeon attempted to open the jaws of the first device by pressing the reverse button, but the knife didn't move, so he was forced to use the manual override. The surgeon also noticed that the battery was unusually hot (it burned at touch). Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information: batch # m5632r. The analysis found that one pce60a device was returned in good visual condition and with no cartridge reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The manual override system was reset and the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Once the device completed the firing sequence the knife returned home as intended. The knife reverse button worked properly during testing. Event could not be confirmed as the device closed and opened without any difficulties noted and the instrument temperature was normal during the test. The batch record was reviewed and no anomalies were noted during the manufacturing process.